Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance with procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, during inflating and squeezing the pump a couple times, the pump remains flat and does not return to its original shape. No erection can be achieved. Patient visited their urologist who told the patient the implant should be replaced.

Manufacturer narrative:
The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, during inflating and squeezing the pump a couple times, the pump remains flat and does not return to its original shape. No erection can be achieved. Patient visited their urologist who told the patient the implant should be replaced.